Event description:
Pt underwent stabilization and fusion procedure on 2/24/92. On 2/2/93 instrumentation was removed due to a pseudoarthrosis and loose instrumentation. There was no evidence of instrumentation breakage.